Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on resetting the pump, and the caller was assisted with the reset. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared. The caller acknowledged and understood the instructions.